Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual evaluation confirmed the distal bond peeled. A 0.018" laboratory guide wire was inserted into the guidewire lumen and moved with slight resistance. The angiosculpt device was inflated to 2 atm and an uneven scoring element was observed. The angiosculpt device was then inflated to 8 atm, and a leak at the distal tip was noted. There was no detachment or separation of any portion of the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.

Event description:
After the procedure was completed, it was found that the blue tube that bundles the scoring elements hang nailed. The physician could not think of anything that may have caused the event.